Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling tool side was not functioning. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gear was broken on the compact air drive device. It was further determined during the pre-repair diagnostics assessment that the device failed for check for untrue running, check for excessive noise, check for air leak, check the rotations per minute (rpms) with speedometer, check the rotations per minute (rpms) with test bench and for check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review of the device evaluation, it was determined that an incorrect statement was inadvertently included in the device evaluation. The statement of ¿it was further determined that the coupling tool side was not functioning¿ has been removed. In addition to the device malfunctions identified in the initial report, reliability engineering also determined that the device was with a truncated gear shaft due to improper use by the user. It was further observed that the gear had torn off. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.